Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced 2 infusion set fell off during use events on 10-jun-2024. The events occurred within less than 24 hours of insertion. The blood glucose level was 280 mg/dl at the time events. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Device 2 of 2.